Manufacturer narrative:
(B)(4).

Event description:
The wires moved which resulted in replacement of the ins and leads. The healthcare provider confirmed that the pt experience no pain relief. The lead migrated and fractured. The battery was depleted. The total device system was replaced and the pt recovered without sequela.